Event description:
Lack of stability during placement.

Manufacturer narrative:
The product has been returned and the material number updated accordingly. The batch number has also been provided. The corrected information is provided in this follow up report.

Event description:
Lack of stability during placement. The product has been returned and the material number updated accordingly. The batch number has also been provided. The corrected information is provided in this follow up report.